Manufacturer narrative:
Correction fields: b2: outcome attributed to adverse event: added hospitalization g2: report source: added health professional h6 codes: removed unnecessary health effect impact codes, changed medical device problem code, component code and investigation conclusion code.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro dislodgement. No additional adverse patient effects were reported.